Event description:
It was reported that, "the surgeon was broaching the femur when the trigger slide for the broach handle broke off. Revision was on non stryker primary."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at ths time. If additional info becomes available then it will be submitted in a supplemental report.